Manufacturer narrative:
Plant investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted there was a burning smell and that there was smoking coming from the power supply, revealed that the power control board was replaced to resolve the issue. Following the service activity, the system was restored to full functionality. The power control board was not returned to the manufacturer for examination. Although, it was stated that the power control board was returned to the manufacturer for analysis by the res, to date no sample has been received. A records review was performed on the reported serial number. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that the power control board was burnt. Therefore, the complaint has been deemed confirmed.

Event description:
Upon installation of a 2008t it was reported that there was a burning smell and that there was smoking coming from the power supply. Upon further follow up, the fresenius regional equipment specialist (res) stated that the incident was noticed immediately after powering on the machine. The res confirmed that there was no other damages observed to any other components. The res stated that when the power supply was plugged he heard a pop and there was visible smoke coming from the power supply. Upon further inspection, there was visible burn marks noticeable on the power control board. The res stated that the smoke alarm did not go off because the machine was unplugged immediately. The machine is plugged into hospital grade gfci outlet. The power control board was replaced and machine installation was completed. The machine passed functional checks. Per res the power control board was returned to manufacturer plant for evaluation. Since the incident occurred during installation, there was no patient involvement associated with this incident.